Manufacturer narrative:
This report is submitted on november 10, 2021.

Event description:
Per the clinic, the patient experienced an infection and skin irritation on the abutment site (specific date not reported) and subsequently, was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. It was reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported).